Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/16/2023. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02905, 2210968-2023-02906 and 2210968-2023-02907.

Event description:
It was reported that a patient underwent an avr : aortic valve replacement on (B)(6) 2023 and suture was used for sternum closure. During the procedure, the stainless wire of the product, not the part twisting the suture, but the part gripping it with the wire-holder, broke easily before twisting. The suture method was interrupted suture. Another like device was used. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/21/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm how many sutures broke during this one procedure? The sales rep reported as 3. Please provide lot number. Unk. Note: related events reported via 2210968-2023-02905, and 2210968-2023-02907.